Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 06/20/2013 to the present date (B)(6) 2021 and confirmed that this device was previously returned for servicing. Device had no similar service repair history and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device had rust in the barrel clamp. No patient involvement.